Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two stations renamed on the server were shown as unknown device. A technical support specialist dialed into the station and reverted each computer to its original name, synchronized to a dummy device, then changed the computer name which synchronized successfully and subsequently updated it to another station. The device was rebooted and the synchronization status was verified as current. The technical support specialist verified with the customer that both stations were successfully synchronizing with the server, and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two stations were renamed on the es server after which the devices displayed as unknown device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.